Manufacturer narrative:
Additional info; (model#, catalog#, expdate, lot#, UDI#).if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. Another capsule was opened, but the customer was unable to cancel the first study that was started on the recorder. A repeat procedure was scheduled on a different day. The customer stated that recorder worked correctly during the previous procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. A second capsule was placed in the patient's esophagus before pairing. However, the second capsule would not pair with the recorder. Technical support had the customer hard reset the recorder and attempted to pair the capsule, but it was unsuccessful. The patient was rescheduled and there was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The customer was unable to cancel the study that was started on the recorder and a repeat procedure was scheduled on a different day. The patient was rescheduled and there was no patient injury.